Event description:
Caller indicated the relion micro meter was giving high readings. States she was getting 435 and 411 right after each other. States she used the same lancet at least 10 times. She felt fine but after her readings she took 10 units of insulin. She does not feel the meter is reading accurately because her normal readings are around 120-220 and feels fine. States meter was working fine but since she opened a new bottle of strips it started reading high. She does not have control solution to test meter. Replacing product and send solution.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.